Event description:
The pt was enrolled in the program in 2004. Target lesion 1 was identified in the proximal lad with 90% stenosis and a 3.5 mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of a 3.5 x 16 mm taxus stent. Residual stenosis was 0%. There were no reported complications and the pt was discharged on the following day. The pt was readmitted in 2 days later with chest discomfort. Pt was initially admitted to an outside hospital where it was noted a ck of 319 with mb fraction 4.1 (per history and physical). On telemetry, the pt was noted to have episodes of paraoxysmal atrial fibrillation and there was evidence of possible pacemaker malfunction. Pt was transferred to the study site for further evaluation and treatment. The pt's pacemaker was interrogated and the atrial lead was found to have a markedly elevated capture threshold and very low p wave sensing. Chest x-ray showed that the atrial and ventricular leads had retracted significantly. Their pacemaker was reprogrammed. Stress echocardiogram performed the next day, demonstrated stress-induced wall motion abnormalities consistent with inferior ischemia. Cardiac catheterization the next day revealed: lmca - normal, lad (target vessel) - 50% hazy stenosis just proximal to patent taxus stent; no distal disease, lcx - patent throughout, rca - normal, lvef 65%. On the same day, the 50% stenosis in the proximal lad was reduced to 0% residual with placement of a 3.5 x 8 mm taxus stent. There were no reported complications and (per crf) the pt was discharged on the 2nd day. Causality: in the opinion of the physician, the relationship of the event to the taxus stent is "not related."

Event description:
Clinical study. It was reported that 5 months after a coronary artery drug eluting stenting treatment procedure, a target vessel reintervention was performed on the left anterior descending artery.